Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: tulip of returned screw is disengaged from its bone-screw. The imprint left by rod on the cylindrical part of the bone-screw head is very decentralized, showing that the screw was implanted near or at maximal angulation. Mfg record review: no discrepancies related to failure was noted and the test of polyaxiality and non-disengagement was done on 100 percent of the batch. Complaint history analysis: (B)(4) previous records involving (B)(4) implants for tulip disengagement of this screw design. Previous failures were caused by implantation of the screw at maximum angulation; multiple tightening and extreme loads or overload applied to the screw. Risk assessment: no adverse consequences were reported. Replacements were available and the surgery was completed successfully. Conclusion: during visual inspection of the screw components we have noticed some signs that could signify that the screw was implanted over-angulated. If the final tightening load exceeds recommended 12 nm, cantilever effort could lead to the tulip disengagement.

Event description:
It was reported that, "the doctor was doing a l4-s1 fusion. During final tightening of the construct the s1 screw head disassembled from the screw portion of the screw. The sets screw were removed from the construct a new screw was inserted and final tighten was performed."